Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found wear/bending of the angle wire in both the up direction and the up/down knob; adhesive on the bending section cover had a chip, a crack and a white clouded color; the mouthpiece was loose; the image guide protector and the universal cord both had a scratch; the universal cord had a wrinkle; the suction connector side of the universal cord had a scratch; the indication on the suction connector was peeled; adhesives around both the objective lens and the light guide lens have white-clouded areas. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had switches that were nonfunctional. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found coming out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.